Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ syringe pump tubing was difficult to disconnect from the main line. The following information was provided by the initial reporter: "rn found full syringe on syringe pump, connected to main ivf line. Syringe pump was off, previous rn states she could not disconnect microbore syringe pump tubing from main line, so after infusion she turned syringe pump off, syringe was empty at this time and maintenance fluid was still infusing. Syringe found completely full."

Event description:
It was reported that the unspecified bd¿ syringe pump tubing was difficult to disconnect from the main line. The following information was provided by the initial reporter: "rn found full syringe on syringe pump, connected to main ivf line. Syringe pump was off, previous rn states she could not disconnect microbore syringe pump tubing from main line, so after infusion she turned syringe pump off, syringe was empty at this time and maintenance fluid was still infusing. Syringe found completely full"

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of unable to disconnect could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.